Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged some time in the past, and was inactivated. Recently, the ra lead was explanted during a generator change. No patient complications have been reported as a result of this event.